Manufacturer narrative:
Clarification to b3 date of event: partial date (B)(6)2025 clarification to d6a implant date: partial date 2011 clarification to h6 adverse event problem: un-reporting a010102/e2303 for capsular contracture as it did not occur. A0412 material rupture was submitted in error in the initial medwatch, this code should have been a050401 fluid/blood leak. Reason for reoperation: deflation additional, changed, and/or corrected data: b5, d6a, g2, h6, h11

Event description:
Patient reported "capsular contracture baker grade unknown" and "deflation". Healthcare professional later confirmed deflation and reported there is no capsular contracture. This record is for left side. The device remains implanted.

Event description:
Patient reported "capsular contracture baker grade unknown" and "deflation". This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.